Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly.

Event description:
It was reported that the pump was dropped, and subsequently a malfunction occurred. The customer's blood glucose level was 132 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.